Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact on the customer's blood glucose level. Despite several troubleshooting attempts by technical support and efforts to review the device logs, the customer declined to upload necessary logs and became agitated, resulting in calls being disconnected. Therefore, technical support was unable to proceed with further troubleshooting, and the case was closed.